Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 76-year-old patient with a 7300tfx31valve implanted in the mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of nine (9) years and nine (9) months due to degeneration leading to severe regurgitation. As reported, patient presented with dyspnea and fatigue. A 29mm transcatheter valve was implanted within the surgical edwards valve. Patient was noted as to be in stable condition.

Manufacturer narrative:
Based on further information received, it was confirmed that the root cause for this event was late endocarditis. Prosthetic device endocarditis is a rare but serious complication of cardiac valve procedures despite improvements in prosthesis types, surgical techniques, and infection control measures. Infection can be categorized as early, intermediate, or late after device implant. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device (common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis). As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.